Manufacturer narrative:
The investigation did not identify a product problem. The assay performed within specifications.

Event description:
There was an allegation of questionable estradiol g3 results from the cobas e 801 analytical unit. Refer to the attachment to the medwatch for all patient data. No information was provided to determine if the questionable result was reported outside of the laboratory.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.